Event description:
It was reported the pt presented to the emergency room with severe eye/facial pain and swelling on the left side. There was also redness and swelling a the coronal incision site. A computed tomography (CT) scan of the head and lumbar puncture was performed and the results were "negative." It was determined the pt had cellulitis and treatment was started with vancomycin. The pt improved with the vancomycin treatment, and the pt was switched to bactrim in preparation for discharge. Later the pt awoke from sleep with swollen eyes and a severe, throbbing headache. The pt also had retro-orbital pressure, which was new. The pt was put on IV vancomycin and ceftazidime. A magnetic resonance imaging (MRI) was performed, and the result showed no intracranial abscess or infection. The pt was to be discharged on IV antibiotics.

Manufacturer narrative:
(B)(4).